Event description:
On (B)(6) 2010, pt reported her infusion device was submerged a week ago while on vacation. Pt stated she noticed water in the battery compartment and the display had condensation inside. Pt reported she allowed the infusion device to air dry for a week and the infusion device will not power on. Pt stated she has been using alternate insulin therapy. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.